Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part/lot number combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production part number and lot number was not provided, which prevented a meaningful review of the device history record. One report is being submitted for the reported 9 patients due to the lack of specific patient demographics. [(B)(4)].

Event description:
Per literature review the article entitled, comparison of exo-seal and angio-seal for arterial puncture site closure, a randomized, multicenter, single-blind trial, herz 2015 40:809-816, doi 10.1007/s00059-015-4306-3, published online: june 13, 2015: the nine (9) incidents of severe pain 24 hours after treatment. The procedure outcome was successful. The patient condition was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.